Event description:
The pump was returned for investigation. Evaluation revealed contamination under buttons. This report is made based on results of investigation completed on 06/20/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/20/2014 with the following findings: evaluation found that the keypad symbols are worn. There are no tears or peeling in the keypad. All of the keypad buttons respond properly. Removed the keypad and found contamination under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).